Manufacturer narrative:
Patient fell and experienced a patella tendon tear. Surgery occurred to perform a lateral patella tendon release and remove scar tissue that was inhibiting proper patella tracking. All implanted components were left in place. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient fell and experienced a patella tendon tear. Surgery occurred to perform a lateral patella tendon release and remove scar tissue that was inhibiting proper patella tracking. All implanted components were left in place.